Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years, three months and twenty-three days following the implant of this transcatheter pulmonary bioprosthetic valve, the patient was hospitalized due to stenosis. A second transcatheter pulmonary bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects were reported.